Event description:
Information was received from a patient who was receiving unknown drug (n/a n/a at n/a n/a) and dilaudid (hydromorphone) (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that while on call, patient stated they thought a stitch came out of the pump because on (B)(6) 2024 they had bent over and when they stood up the "whole pump" was pushing on their stomach like it looked like "a baby's foot." They had to move the pump around to get connected. The patient stated that they spoke with their healthcare provider today and they wanted to try to get the pump "checked out."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.